Event description:
The customer reported that she was hospitalized (exact dates were not provided) for diabetic ketoacidosis. Her blood glucose reached 991 mg/dl and the cannula of the pod was kinked. The pod was discarded at the hosp. The customer was treated with an insulin drip. The customer also reported that she contracted a c. Difficile infection while in the hosp.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification or sterilization records were reviewed, as the product lot number was not provided. See scanned page.